Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not able to be interrogated. Technical services (ts) was consulted, had the field representative turn zip telemetry back on and try again which resolved the telemetry issue. This ICD remains in service. No adverse patient effects were reported. Additional information was received, this pacemaker was unable to be interrogated. This pacemaker remains in service. No adverse patient effects were reported.